Event description:
It was reported that the customer's insulin pump alarmed an error during the prime process. It was stated that the customer started using a back up plan of manual daily injections. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.